Event description:
It was reported while using bd alaris¿ cc & p7000 extension set the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: tear in the luer loc durig use it has also often happened that the cone of our (50ml) infusion syringes has broken off and got stuck in it. I ask the user, they don't turn it on too tight ; also it happened often that a crack occurs in the luer lock when they put the syringe on it.

Manufacturer narrative:
Investigation summary no samples were received for investigation in which the customer has stated: "a crack occurs in the luer lock when they put the syringe on it." This feedback is related to a g30402m product from lot 571222. Further details relating to the clinical set up (including details of the connected syringe and the drug being infused), and the sequence of events prior to the issue occurring were not provided to aid the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 571222 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Please note, the type of crack experienced by the customer can be caused or contributed to by a combination of different factors, including over-torque of the component during connection with the male luer, use of a male luer that is not compliant to iso standards, or prolonged use of substances that are aggressive to plastics. From the information available it is not possible to speculate which of these factors were key contributors to the reported issue.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ cc & p7000 extension set the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: tear in the luer loc durig use it has also often happened that the cone of our (50ml) infusion syringes has broken off and got stuck in it. I ask the user, they don't turn it on too tight. Also, it happend often that a crack occurs in the luer lock when they put the seringe on it.